Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that there was a suspected pump issue, however it was determined the patient took excess oral medications. The action required as a result of the event included reprogramming. A magnet was placed on the pump at approximately 11:30 pm on (B)(6) 2015, and turned to minimum rate (0.62 mg/day) at approximately 1:45 pm on (B)(6) 2015-03-20. The pump was placed at 1.75 mg/day at approximately 1:00 pm on (B)(6) 2015. The patient¿s status at the time of report was alive ¿ with injury. The details of the injury included the patient being taken to the hospital on (B)(6) 2015 with signs of unresponsiveness and intubated. The patient¿s medication intake at that time was unknown. The pump was last programmed on (B)(6) 2014. The attending physician requested the pump be reduced to minimum rate. The patient experienced symptoms of withdrawal on (B)(6) 2015 and requested the pump be turned back up. The pump was updated in the intensive care unit (ICU). The patient experienced altered mental status. The location of the issue or symptom was unknown. The patient¿s daughter that was present on (B)(6) 2015 reported the patient had some oral medication at home, but did not know what. As of (B)(6) 2015, the cause of the patient¿s altered mental status was reported to be likely due to oral medications she took outside of prescribed guidelines. No further information was available at the time of report. The pump was used to infuse morphine (concentration 10 mg/ml and daily dose 2.25 mg/day).